Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 425cc mentor smooth round moderate profile and experienced left side breast implant deflation diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024. Mentor is aware that the date of implant ((B)(6) 2021) is prior to the manufacturing date (february 26, 2021) of reported lot number 9542801. Per information received, no follow-ups will be performed. If any additional information becomes available, supplemental report will be submitted.

Manufacturer narrative:
On december 18, 2024, mentor became aware of the following and corresponding fields have been updated on this form: procedure was updated from breast surgery to revision breast augmentation. Date of adverse event was (B)(6) 2024; updated under field b3. Date of implant was (B)(6) 2021; fields d6a have been updated accordingly. Date of explant was (B)(6) 2024; fields d6b have been updated accordingly. Replacement device used was serial number (B)(6). Mentor was also made aware that the device was discarded. On december 20, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).